Event description:
A 2.5 mm diameter x 12 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a distal rca lesion. The vessel morphology was reported to have severe calcification with 95% stenosis. It was reported that the lesion was treated with rotablator and another manufacturer's two stents were placed in the rca. There was a section between the two implanted stents that had a dissection. The endeavor drug-eluting delivery system was inserted; however, it was unable to cross the lesion. The delivery system was removed and it was noted that the stent was not on the balloon. A balloon was inserted in an attempt to crush the stent into the vessel wall; this was unsuccessful. A balloon was inserted to heal the dissection. When the guidewire and balloon were removed, the undeployed stent had become wrapped around the wire and came out with the guidewire. The pt is fine.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. There was blood residue present throughout the device. The balloon pillows were evident on the uninflated balloon. The balloon folds were slightly disturbed. The distal tip was severely damaged. There were crimp bake impressions present on the balloon indicating that the stent had been correctly crimped onto the balloon. There was crystallized residue/blood present within the guide way and around the z-component. The stent was severely deformed. The mid segments were completely deformed.